Manufacturer narrative:
The company cartridge was returned inside a non-alcon sealed pouch placed in a bag. Viscoelastic was observed dried in the cartridge. The cartridge nozzle was stressed and cracked in the thick nozzle cone area along the anterior beginning near mid-nozzle. The crack damage enlarged to split damage and extended into the thinner tip material along the cartridge anterior. The tip has heavy stress. The cartridge locking tabs did not show evidence of being placed into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Company cartridge product history records were reviewed and documentation indicates the product met release criteria. A qualified lens was indicated. The handpiece information was not provided. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated was not qualified for the lens/company cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The nozzle was stressed and cracked. This damage has extended through the thick nozzle cone area into the tip. The tip split at mid-tip and extended through the end. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. In addition, the locking tabs on the cartridge wings did not show evidence of being placed into a handpiece. The lack of compression would indicate that the cartridge was not locked securely into a handpiece. The dfu instructs the user to insert the cartridge into the handpiece and fully slide the cartridge forward into the handpiece locking slots. This may have caused the lens to deploy incorrectly or the plunger to be misaligned during advancement which could result in product damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a cartridge tip split. There was patient contact but no patient impact. The surgery was completed the same day.